Event description:
Pt had a peg placed in 2003. X-ray was positive for a large amount of liquid and air in the abdominal cavity, probably due to gastric perforation. Peritonitis was confirmed and treatment begun. In 2003, part of the stomach, including the gastrostomy site, was removed in emergency surgery. Pt was discharged in june, 2003, with peritonitis cured. Another readmission and discharge were reported, but the dates were unknown. Pt expired due to heart failure at home about two months later, unrelated to the peritonitis episode. One pt involved.